Event description:
This was a catheter issue. When the catheter was connected to the cable, there were noises on the display monitor. Trouble shooting was unable to solve the issue. The catheter was removed, and a new catheter was used. There was no issue with the new catheter. No injury to the patient.